Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 65-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci). The patient had a history of coronary artery disease, renal insufficiency, and dialysis dependence. An 8 fr sheath was initially placed in the right femoral artery, and perclose ×2 was deployed. The access site was upsized using 10 fr and 12 fr dilators, followed by insertion of a 14 fr × 25 cm sheath. Upon sheath insertion, a large volume of bleeding was noted at the hub of the sheath. A new 14 fr × 25 cm sheath was prepared and placed, after which bleeding was controlled. Ppci was completed using the impella cp with the new sheath in place. The patient survived to explant. The reported event involves a major access-site bleed. Access-site bleeding is a known risk associated with impella support due to large-bore arterial access, sheath exchanges, and anticoagulation and purge requirements, as described in the instructions for use (IFU).

Manufacturer narrative:
B1: added product problem. H6: per a review of the complaint file, omitted code a24 and a050401.

Manufacturer narrative:
Product was returned d9 and h6 was updated.